Manufacturer narrative:
This spontaneous case was reported by a non-health professional and describes the occurrence of device dislocation ('migrated from the fallopian tube') and pregnancy with contraceptive device ('pregnancy') in a female patients who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced device dislocation (seriousness criterion medically significant), hypersensitivity ("allergy"), abdominal pain ("abdominal pain") and back pain ("lower back pain") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the device dislocation, pregnancy with contraceptive device, hypersensitivity, abdominal pain and back pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, back pain, device dislocation, hypersensitivity and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-dec-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a non-health professional and describes the occurrence of device dislocation ('migrated from the fallopian tube') and pregnancy with contraceptive device ('pregnancy') in female patients who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective ". On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced device dislocation (seriousness criterion medically significant), hypersensitivity ("allergy"), abdominal pain ("abdominal pain") and back pain ("lower back pain") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the device dislocation, pregnancy with contraceptive device, hypersensitivity, abdominal pain and back pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, back pain, device dislocation, hypersensitivity and pregnancy with contraceptive device to be related to essure. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.